Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the segment fluid damage, the distal body broken, the air tube perforated, the lg connector corroded, the lcb (light carrying bundle) crushed, the operation channel (primary) deformed, the lg connector deformed, the insertion flexible tube leak, the lg connector leak, the lg cable connector housing leak, the remote control body case scratched, the air and the water nozzles dirty, the insertion flexible tube lump/wave, the down pulley wire rupture, the up pulley wire rupture, the left pulley wire rupture, and the right pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.